Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and the patient reported symptoms of dyspnea and fatigue. A lead dislodgement was suspected and later confirmed via chest x-ray. A revision procedure was performed and this ra lead was explanted and replaced. The lead was discarded and will not be returned for analysis. No additional adverse patient effects were reported.